Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional reported a neurostimulator migration due to twiddler syndrome. Interventions included repositioning revision and stimulation fixation (subfascial left abdominal) on (B)(6) 2018 which resulted in in-patient hospitalization. Imaging showed the tip of the left lead was lower than the right one (c6-c7). The tip of the right lead was positioned at level c7-th1 (unchanged) and the leads were curled at the level of the connection with the device. There was an indication that the event was related to the device or therapy and not related to the implant procedure. Symptoms included the stimulator turns around abdominal, causing the winding up of the leads. This was very painful and hinders the patient, but more detailed symptoms were not mentioned. The event was resolved without sequelae on (B)(6) 2018. No further complications were reported/anticipated.